Event description:
It was reported that, this pt was riding her bike when hit by a car. She hit her head on the implant side. After this incident, a connection could not be established with the implant. All external equipment was swapped, but this did not alleviate the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006 and reimplanted the pt with a new device on the same day.